Event description:
The customer reported that the workstation monitors went black during a procedure. This could cause the system to become unusable due to the inability to display a live image. There is no report of injury or death.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The gpos (general purpose operating system) and rtos (real time operating system) boards were evaluated and replaced. The system software and calibration files were reloaded. The system was tested and found to be working as intended and returned to service.